Event description:
It was reported that during a coronary stent treatment procedure of a rca lesion, the physician experienced difficulty crossing the lesion. The physician engaged a 6f fr4 guide catheter and advanced a bmw wire through a stent previously placed in 2003 in the ostium of the rca. The rca lesion was successfully pre dilated with a maverick balloon catheter. The express2 was advanced, however, the physician was unable to cross the lesion. The express2 was removed and the guide catheter was exchanged for an ar2 guide catheter. The same express2 was being advanced through the previously placed stent and the stent dislodged and became stuck in the stent. The delivery device was removed and a snare was used for retrieval of the stent. The procedure was successfully completed with zeta stents. The physician feels that perhaps the wire, instead of going through the lumen of the proximal stent, went through one of the side struts, causing the express2 stent to become stuck. Patient status is listed as "okay".